Manufacturer narrative:
One device was returned for analysis of complaint that the low line had occlusion. Complaint was not duplicated. The cause of the reported issue was unable to be determined. There was no problem with the device function, and no further action will be taken.

Manufacturer narrative:
B3: 2026 was the year of the event but the exact month and day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the low line had an occlusion. There was no patient involvement or harm reported as result of this event.